Manufacturer narrative:
The medium-large clip applier has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The instrument was unable to successfully clip. The clip applier instrument was found with one grip bent. The damage was found at the tip of the clip groove, causing a 0.019" offset at the tips. As a result, the clip could not be properly clip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not form a clip appropriately. The procedure was completed with no reported injury.